Event description:
Pt was found lying in bed with head between left upper siderails, face down. Pt was cyanotic and in respirtory arrest; CPR was initiated. The pt was restrained in bed with four siderails up.